Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The facility's hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (all channels) tested positive with the following: sampling date: (B)(6) 2023. Total indicator germs: 10 cfu, results are a total of 9 cfu (bacillus) . The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms . Results of 1 cfu/100 ml and 1 cfu/endoscope . The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device inspection and evaluation findings noted below: camera (ccd) cover lens found cracked. Distal end c-cover insulation test failed. Bending section a-rubber glue separated. Connecting tube protector noted shaved. Angulations out of specifications (right/left/up/down control unit). Biopsy channel with wear and tear. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : paa_cds machine etd 4 notes: no patient(s) infection occurred. Aer/ewd reprocessor: tested model name: olympus etd 4 detergent name: olympus endodis plusendoact disinfectant name: olympus endodis plusendoact precleaning information : flushing channels : air/water channel, auxiliary channel. Detergent used: brand: enzyme l9 franklab manual cleaning: detergent used: enzyme l9 franklab brushed points : instrument /suction channel, suction cylinder, instrument channel port. Distal end areas around elevator brush used for manual cleaning : lta medical, d-3748/25 scope not sterilized. Scope storage: horizontally placed, scope maintenance: by olympus investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed and the following deviation from instructions for use (IFU) was noted: suctioning water was not performed at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in reprocessing caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: chapter "reprocessing the endoscope (and related reprocessing accessories)" "precleaning the endoscope and accessories" "aspirate water". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to inform updates on device returned date to service business center olympus france . The device returned date is being updated to 1/13/2023. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.